Event description:
It was reported that the e360 ventilator had low minute volume and alarming continuously. Patient involvement is unknown. Medtronic was not authorized to evaluate/service the device so the reported complaint could not be confirmed.